Manufacturer narrative:
The calibration was last performed on 06-nov-2024 and it was acceptable. The alarm trace did not show any abnormality. The cause was due to an issue with the vacuum nozzle. The service actions (replacing the vacuum nozzle and performing adjustments on the sample probe) resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient plasma samples on a cobas pro ise analytical unit. The emergency room staff questioned the high na results which prompted the customer to repeat the patient samples. The customer stated that they repeated qc and cleaned crystals off of the sonic wash station prior to repeating the samples. For sample 1, the initial na result was 149 mmol/l. The repeat result was 141 mmol/l. For sample 2, the initial na result was 151 mmol/l. The repeat result was 144 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is ahw87. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) replaced the vacuum nozzle, performed adjustments on the sample probe, and performed ise checks, calibration, and a precision test successfully. The investigation is ongoing.